Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 11 mmol/l at the time when the threshold suspend feature was triggered. The customer stated that her blood glucose was 5.6 mmol/l and sensor glucose was 3.5 mmol/l when it triggered threshold suspend. The customer also performed troubleshooting for change sensor alarm. The sensor will be returned for analysis.